Event description:
A facility representative contacted a baxter infusion systems specialist to report an unknown colleague infusion pump in which the battery failed during patient infusion on tuesday, (B) (6)2010. According to the facility representative, at the completion of a routine coronary artery bypass graft/ mitral valve replacement (CABG/mvr) surgery, and while transporting the patient to the cerebrovascular intensive care unit (cvicu) with a levophed infusion, the colleague infusion pump battery failed. The facility representative went on to report that, with the pump inoperative and no levophed being infused, the patient's blood pressure dropped. The facility representative began a standby infusion of neosynephrine and the patient stabilized. The baxter infusion systems specialist confirmed that there was no patient injury, although medical intervention was necessary. The following additional information was obtained on 06/03/2010 from the facility?s certified registered nurse anesthetist (crna): the incident occurred with a colleague triple channel pump with a male patient (initials and age at the time of incident were not available). The levophed was running on the second channel as a continuous infusion in micrograms/kilogram/minute when the pump?s battery failed causing the pump to shut down, interrupting the therapy. The crna indicated there was no failure code or alarm. The crna indicated that once the patient was brought into his room in the cvicu, the pump remained inoperative even after being plugged in so, the nurses placed the same tubing from the pump onto a different pump and restarted the levophed infusion. The patient recovered from the event with no further problems. The crna was able to recall that the pump had a colored screen rather than a two tone screen. On 06/11/2010, the facility's material manager reported that the pump has been located and is available for evaluation. The serial number (B) (4) was also provided.

Manufacturer narrative:
(B) (4). The device has been reported to be available for evaluation and has been requested. However, the device has not been received for evaluation as of yet. If the device is received, a follow-up report will be submitted upon completion of the evaluation.

Event description:
It was reported that the patients device was sounding an alert. Patient was in hospice and was reported to have died approximately 5 weeks after this reported event. The cause of death has been requested and not received. Follow up did reveal the patient had last been seen by the cardiology clinic in (B)(6) 2007.

Manufacturer narrative:
(B)(4). Evaluation summary: the device history review indicated that there were no exceptions observed during manufacturing. This device utilizes user interface module master software version 5.03.00 categorized as unremediated. The event history was downloaded and reviewed. The history contained (B)(6) events from 05/20/10 to 06/04/10. The reported occurrence date is (B)(6) 2010. There is no activity on the reported occurrence of (B)(6) 2010 in the event history. No damage battery alarm, battery low set alert or battery depleted set alarm was found occurring in the entire event history. No failure was found occurring during infusion in the history. The rear housing was opened; a visual inspection of the battery harness and power supply printed circuit board (pcb) was performed. Both batteries were found properly attached to the battery harness. The battery voltage was measured (without disconnecting 1 battery). The measured battery voltage was within specification at: battery # 1: 11.94 v and battery # 2: 11.92 v (spec. Greater than 11.8 v). The measured power supply output was also within specification at: 13.92 v (spec. 14.00 v plus/minus 0.1 v). The following information was retrieved from the battery and pump history screen: # of charge/discharge cycles: 2, # of discharges less than alarm threshold: 0 and battery installed: 03/30/09. The batteries were charged over night and a battery discharge test was performed. The pump passed the battery discharge test. The pump also passed keypad and panel lockout switch test. The reported condition was not confirmed or duplicated during the evaluation. The pump passed battery discharge test during the evaluation.